Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that nexiva 20ga 1.00in hf y leaked. The following information was provided by the initial reporter: the needleless connector came off, unbeknown to staff for sometime, before it was realized, the patient lost a lot of blood before a staff member found it was off and the extension set was not clamped. As a result blood was in the bed and onto the floor. Patient bp did drop by 20mmhg, as he was hypertensive, it caused his blood pressure to then be lower, no harm to patient due to the staff member finding the cannula bleeding and unclamped or uncapped by a needleless connector.

Manufacturer narrative:
H6: investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that nexiva 20ga 1.00in hf y leaked. The following information was provided by the initial reporter: the needleless connector came off, unbeknown to staff for sometime, before it was realized, the patient lost a lot of blood before a staff member found it was off and the extension set was not clamped. As a result blood was in the bed and onto the floor. Patient bp did drop by 20mmhg, as he was hypertensive, it caused his blood pressure to then be lower, no harm to patient due to the staff member finding the cannula bleeding and unclamped or uncapped by a needleless connector.